Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced a t-valve assembly (for the sample syringe drives) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported multiple erratic patient results were generated the unicel dxc 800 synchron analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.